Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a missing drain line cap. Functional test including self-test and priming was performed and no abnormality was observed. An underwater pressure test was also performed with no issued noted. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull tab (ring) of a homechoice cassette was loose. This was discovered prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.